Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had their device implanted three months prior to the report. It was noted the patient is experiencing ¿really bad shocks¿ in their left arm even though it is ¿set at the lowest number¿. It was noted the patient had an appointment scheduled with their health care provider.